Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's initial si joint pain symptoms resolved following the procedure, but later reported radicular pain symptoms. The surgeon decided to remove the superior positioned implant and replace it with a shorter implant. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. He then installed a shorter implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.